Event description:
The 15mm amplatzer® septal occluder (aso) was properly placed in the atrial septal defect, as a final angiograph test was performed through the delivery sheath with the device still attached to the cable in the delivery sheath. The vise was not attached to the cable during this test. When the injection started (approximately 18ml/second, with 30ml and pressure at 300 psi) the delivery cable was unexpectedly injected into the right atrium (ra), with almost half of the delivery wire sent into the ra with the angiograph fluid. The device was still attached to the cable, and the device remained in position when the delivery cable was in the ra.the patient experienced a partial arrhythmia, but recovered after the delivery cable was retrieved. The delivery cable was retrieved with a snare catheter inside of the delivery sheath. The pin vise was reattached to the cable, the aso was released from the delivery cable, and the procedure was successfully completed. The patient was discharged without any further complications.

Manufacturer narrative:
The amplatzer delivery system cable and a non-aga hemostasis bifurcation valve were received at aga medical and decontaminated. No other components of the delivery system were returned, including the vise assembly. The delivery cable end screw adapter was examined microscopically and no defects were observed. The diameter was measured and found to be within specifications. A vise assembly fully and securely attached and detached from the returned delivery cable without difficulties. Review of the images by aga's medical consultant resulted in the following findings:the angiogram showed the 15mm amplatzer® septal occluder deployed in the atrial septal defect (asd) without sequelae. Prior to release, a contrast injection was performed. The power of the contrast injection pushed the delivery cable inside the patient and caused it to curl inside the right atrium and svc. The device remained attached to the cable and was not displaced. The cable was retrieved with a snare catheter, and the aso was successfully implanted. The amplatzer® delivery system cable met specifications as indicated by the testing performed. The cause of this event was due to power injection that pushed the cable into the patient. Aga's medical consultant advises to perform these injections manually, with the tip of the delivery sheath close to the device, so that the contrast opacifies through the device with ease. When performing a power injection, aga's medical consultant advises attaching the vise to the cable to secure the cable.